Event description:
It was reported that during preparation before use, the sheath could not be completely removed because during attempts to retract the yellow protective sheath, resistance was felt and force was applied to the device which caused the shaft to be separated at the guide wire exit notch. The device was not used in the anatomy, there was no patient involvement. A new implant (same size) was used successfully for treatment. There were no adverse patient effects or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported separation of the shaft was confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.